Manufacturer narrative:
D10: concomitant product UDI for the cylinders and pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device was unable to get an erection with the implant due to there being no saline solution within the reservoir due to damage on the reservoir tubing. The physician removed and replaced the entire device through replacement surgery, and there were no patient signs or symptoms reported at this time.